Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had crack at reservoir lip as well as top of the reservoir was crumbling and take longer to rewind. The customer blood glucose level was 100 mg/dl. The customer was assisted with troubleshooting. Customer states the reservoir able to lock in place when inserted into insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.